Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up visit, the physician noticed atrial fibrillation with a high ventricular rate. Additionally, the device data revealed few vt/vf episodes where the shock was delivered due to atrial fibrillation. No intervention was undertaken. No adverse patient consequences were reported.